Event description:
It was reported that the patient had been experiencing inadequate stimulation an was undergoing a spinal cord stimulation (scs) revision procedure. During the revision procedure the patient was under bolus sedation and had reportedly been moving a lot while the physician attempted to position the lead. The vitals machine began to notify the physician that the patient had stopped breathing, although this was not confirmed. The physician aborted the procedure and explanted all scs devices and a rapid response team was called to assist with the patient. The patient was positioned supine prior to closing the incision site in order to intubated and establish an airway. Once the airway was established the patient was placed in the prone position to close the incision site. The explanted devices were retained by the facility and will not be returned for analysis. The patient is doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had been experiencing inadequate stimulation an was undergoing a spinal cord stimulation (scs) revision procedure. During the revision procedure the patient was under bolus sedation and had reportedly been moving a lot while the physician attempted to position the lead. The vitals machine began to notify the physician that the patient had stopped breathing, although this was not confirmed. The physician aborted the procedure and explanted all scs devices and a rapid response team was called to assist with the patient. The patient was positioned supine prior to closing the incision site in order to intubated and establish an airway. Once the airway was established the patient was placed in the prone position to close the incision site. The explanted devices were retained by the facility and will not be returned for analysis. The patient is doing well post-operatively.